Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The non-conforming drive was subsequently replaced to resolve the issue. The system was then tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming drive. However, it cannot be determined conclusively how this component became non-conforming. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that an ophthalmic operating console froze before a surgery. There was no patient involvement.